Manufacturer narrative:
(B)(4). This product size is not sold within the USA. However, similar products are sold in the us. The 510(k) number provided is for products sold in the us.

Event description:
It was reported that "the guide was larger than the inner diameter of the catheter". It is not known if the device was replaced or if another attempt took place. There was no reported delay, death, or complications to the pt as a result of this occurrence. Additional information was requested.